Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter alleged that the patient experienced elevated blood glucose (bg) over 250mg/dl but less than 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/13/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed that the pump was using basal program 1. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During testing, the pump powered on normally. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. The pump¿s bolus calculation feature found to be functioning properly. The pump passed a delivery accuracy test with no issues. The pump was found to be delivering within required range and delivering accurately. The complaint was not duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.